Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery (rca). A 4.00 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion despite several attempts. During removal of the device, the stent edge was caught inside the patient's body and was stretched. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Synergy ous mr 4.00 x 38mm stent delivery system (sds) was returned for analysis; however the proximal end of the device containing the manifold was not returned, therefore, the specific catheter batch number could not be identified. A visual examination of the stent identified severe damage. Stent strut rows 1-8 from the distal end of the stent were undamaged; the remainder of the struts were damaged and deformed with proximal struts stretched over the proximal markerband of the device. The crimped stent od (outer diameter) of the undamaged distal struts was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found that the hypotube was broken 567mm distal to the distal edge of the tip; the portion of the device proximal to this break including the manifold was not returned. A hypotube kink was noted at approximately 495mm proximal to the distal edge of the tip. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the hypotube broke outside the patient's body.